Event description:
It was reported that during routine follow-up, the implantable cardiac monitor had intermittent sensing and multiple episodes of asystole were noted. The new settings improved the sensing on the real-time egm. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.